Event description:
A patient reported that their hcg84 CPAP humidifier unit was smoking and claims that they noticed a flame - which they extinguished without consequences. A burn hole and smoke stains were noted on the right side of the unit. No patient injury has been reported.

Manufacturer narrative:
Awaiting the return of the device before we can carryout an investigation.